Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during an unspecified gynecologic da vinci-assisted surgical procedure, the patient experienced cardiac arrest prior to port placement and required resuscitation. Subsequently, the procedure was aborted; the patient was alive and discharged a few days later. Additional information was requested, but the customer has indicated that no further information will be provided.